Event description:
It was reported that the insulin pump alarmed button error and the buttons are not responding. Buttons were not pressed for longer than 3 minutes and device was not bumped or dropped. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. However, no button error alarm was noted during testing. The insulin pump had a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube window.